Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer contacted the technical service engineer (tse) regarding the universal manipulator 3 (usm3) being disabled after it was not working. The surgical procedure was continued as a three arm system configuration. Tse reviewed the system logs and confirmed error 32100pointing to the usm acm. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 3. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator 3 for failure analysis investigation. The unit was analyzed and the reported problem was confirmed but not replicated. In the system logs, the error 32100 was found indicating a high alarm error pointing to the axes controller motor (acm) board, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. As a result of these findings, failure analysis was able to conclude that the acm board was found to be the potential source of the reported event.

Event description:
Refer to h11 for follow-up information.